Manufacturer narrative:
It was reported via phone call that the reservoir had air bubble anomalies. The customer stated they had issues with reservoir, which caused high blood glucose. Customer stated they changed the reservoir, then woke up and had high blood glucose of 471mg/dl. Customer treated with a shot. Customer stated they changed the site thinking there could been a problem with the site. Customer was using cold insulin to fill his reservoir. Customer's blood glucose was 211mg/dl. Customer declined high blood glucose.

Event description:
It was reported via phone call that the reservoir had air bubble anomalies. The customer stated they had issues with reservoir, which caused high blood glucose. Customer stated they changed the reservoir, then woke up and had high blood glucose of 471mg/dl. Customer treated with a shot. Customer stated they changed the site thinking there could been a problem with the site. Customer was using cold insulin to fill his reservoir. Customer's blood glucose was 211mg/dl. Customer declined high blood glucose.